Event description:
It was reported that the physician was implanting a helex septal occluder to close a patent foramen ovale (pfo). The pt was having an aortic valve replaced, and the physician decided to close the pfo during the valve replacement procedure. The physician crossed the pfo, formed the left atrial disc, and pulled it against the septum. While forming the right atrial disc, the device prematurely locked. Tee revealed that most of the device had deployed in the left atrium with a small portion stuck inside the pfo tunnel. The physician attempted to retrieve the device with the retrieval cord, but the retrieval cord broke leaving the device affixed to the septum. The physician made several unsuccessful attempts to cross the defect with a wire and decided he did not want to risk snaring the device for fear of damaging the newly implanted aortic valve. The pt was converted to surgery for removal of the helex device and surgical closure of the defect. The surgery was performed without incident and the pt was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The analysis of the returned device stated: the clinician reported that the lock released prematurely during formation of the right atrial disc. The mandrel could not be examined because the delivery system was not returned to gore. The mandrel would be examined with respect to premature lock release. The clinician reported that unequal deployment was experienced during the procedure. The analysis revealed that circumference of the wire frame was normal and not deformed. No abnormalities of the wire frame were observed that could contribute to equal deployment. The clinician reported that the retrieval cord broke during retrieval. The retrieval cord could not be examined because the delivery system was not returned to gore. The analysis revealed that the right atrial eyelet was elongated enough to allow detachment of the cord. It cannot be determined if the retrieval cord broke or if the cord detached from the right atrial eyelet.